Event description:
Rptr believes there is a design problem with some of the reverse osmosis water purification systems used for kidney dialysis. Rptr has noticed what appears to be a potential problem in a couple of reverse osmosis water purification machines that have 510k approval for use in dialysis. To rptr's knowledge, no one has been injured, however, a resulting injury may not be easily identifiable or easily traceable. Rptr's concern has to do with machines that are plumbed to allow excess product water to be re-circulated back into the feed water, and therefore, have their product water line connected to their feed water line via a check valve. When functioning properly, this valve allows flow in only one direction, from the purified water product line into the feed water line. When the ro is running and connected either to a dialysis machine or a water system, and the product water pressure is higher than the feed water pressure, excess product water flows through the check valve into the feed water line. This is done to lessen waste and increase the efficiency of the ro membrane. In other instances, when the supply pressure is greater than the product pressure, the check valve is supposed to stop any reverse flow. Eventually these check valves must fail, and rptr believes this could cause chronic and possibly intermittent problems in the quality of purified water being produced. Although most ro's have either a tds or conductivity sensor located in the product line to monitor for unsafe product water, rptr believes these are not sensitive enough to alert the operator to a faulty check valve. Several years ago, placing an adjustable flow meter in line around the check valve, rptr was able to flow up to 150 ml/min of contaminated, 340 microns feed water into a product line before a poor water quality alarm sounded. Less than 1.0 ml/min of sufficiently contaminated water could be harmful. To remove chlorine and protect both the ro membrane and the pt, most ro's used in dialysis have feed water that has been passed through a bed of activated carbon and a 5 micron pre-filter, both of which can contain bacteria and endotoxin. The carbon can also contain chemical contaminates. The result can be that the ro's feed water is actually more contaminated than the supply of tap water that originally entered the system. If the check valve leaks, whenever the ro's product line is insufficiently back pressured, as when supplying more than one dialysis machine or when the ro is completely disconnected and open to atmosphere, the flow will be from the supply line into the product line, contaminating it and whatever it is downstream. If the check valve leaks and the dialysis machine were to be turned on before the ro was running, feed water could then be "pulled" backwards through the check valve causing contamination. It is feasible that even the osmotic pressure of purified water crossing back through the membrane into the supply side when the machine is turned off could cause reverse flow. Because of the tiny number of bacteria and the large amounts of water being produced, determining if there is bacteria in product water is almost impossible, and contamination is usually first found in the tanks, plumbing systems, and machines downstream. Often, dialysis equipment is only cultured monthly and this can be ample time for any bacteria in the system to proliferate and create endotoxin-containing biofilm. Rptr believes it is therefore necessary, whenever possible, to design the product water plumbing of an ro used in dialysis so that there aren't any connections that would allow feed water to mingle with product water.